Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2012-00043. The physician performed a dilation and sounding (not hologic devices) prior to the novasure endometrial ablation. The pt's uterine sound measurement was 11cm. A hysteroscopy was performed and the physician visualized "yellow tissue", which he was confident was not bowel. The physician did note the cavity "appeared to be normal with anterior pathology". He sounded again with a suresound and met resistance. He inserted the novasure disposable device, but decided to abort "due to possible perforation". No treatment was needed for the suspected perforation and the pt was discharged home.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Device history record (DHR) review was conducted for the disposable device on the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).